Manufacturer narrative:
This MDR is being submitted to correct the incorrect manufacturing site and related fields that were previously submitted under MFR # 0003015876-2021-01962. The battery was returned to stryker and a visual inspection confirmed the reported issue. No root cause could be determined.

Event description:
The customer contacted physio-control to report that their device's battery and charging station accessories caught fire. There was no patient involvement reported with the event.